Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the device had a blank display. Customer's blood glucose was unknown. Customer mentioned the device was going through the batteries faster than usual. Customer mentioned the device alarmed a low battery alert prior to the off no power alert. After troubleshooting, customer was advised the device will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with currents within specification. No unexpected off no power or low battery alarms were noted. The pump passed the functional testing. However, the pump was received with minor scratches on the lcd window, cracks near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.